Event description:
Following discontinuation of an in-pt hemodialysis treatment on a phoenix machine, the pt expired. It is the corporate policy of this customer to have their machines inspected by the MFR if there is a serious injury or death during or within 24 hours of treatment. It is also corporate policy not to disclose any info related to the event. The biomed mgr does not believe that a gambro device failed or that any gambro device caused or contributed to the pt's demise. The disposables associated with the treatment were discarded and not available for investigation.

Manufacturer narrative:
The dialyzer involved in this incident was not available for investigation and the lot number could not be provided by facility. Gambro received no info to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission or causation or liability.